Manufacturer narrative:
The product remains implanted and is thus not available for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent a surgical procedure to implant a trapease permanent inferior vena cava (ivc) filter for the treatment of deep venous thrombosis (dvt) and possible pulmonary embolus. This patient had venous insufficiency, peripheral vascular disease and hypercoagulable state. The device was successfully implanted below the renal veins without difficulty, and was restarted on oral anticoagulation, coumadin prior to discharge. During this admission, the patient also underwent mechanical thrombectomy of the lower extremities with adjunct use of thrombolytics. The device in the patient was positively identified by the patient¿s medical records. On or about three years and four months after the procedure, the patient received a scan on the abdomen and pelvis. The scan showed that the patient¿s ivc filter was present with extensive thrombus beginning at the top of the ivc filter extending inferiorly into the iliac veins. Additionally, both visualized proximal superficial femoral veins had mild inflammatory process consistent with extensive dvts. On or about ten years and eleven months post implantation, the patient received another scan on his ivc filter, which showed that the filter was present in the infrarenal ivc. As a result of the malfunction of the trapease filter, the patient has suffered permanent and life-threatening injuries, requiring extensive medical care and treatment. The patient has suffered and will continue to suffer significant medical expenses, pain and suffering, loss of enjoyment of life, disability, and other losses and will have this faulty device permanently implanted along with other injuries. Per the patient profile form (ppf), the patient also reports suffering from mental anguish. The patient is suffering from blood clots, clotting and/or occlusion of the ivc, bilateral dvt, pe with infarction. The filter remains implanted; thus, unavailable for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent implantation of a trapease permanent inferior vena cava (ivc) filter for the treatment of deep venous thrombosis (dvt) and possible pulmonary embolus. This patient had a history of venous insufficiency, peripheral vascular disease and hypercoagulable state. The device was successfully implanted below the renal veins without difficulty, and was restarted on oral anticoagulation, coumadin prior to discharge. During this admission, the patient also underwent mechanical thrombectomy of the lower extremities with adjunct use of thrombolytics. The device was positively identified by the patient¿s medical records. On or about three years and four months after the procedure, the patient received a scan on the abdomen and pelvis. The scan showed that the patient¿s ivc filter was present with extensive thrombus beginning at the top of the ivc filter extending inferiorly into the iliac veins. Additionally, both visualized proximal superficial femoral veins had mild inflammatory process consistent with extensive dvts. Approximately ten years and eleven months post implantation, the patient received another scan on his ivc filter, which showed that the filter was present in the infrarenal ivc. Per the patient profile form (ppf), the patient also reports suffering from mental anguish. The patient is suffering from blood clots, clotting and/or occlusion of the ivc, bilateral dvt, pe with infarction. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, pulmonary embolism and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.